Event description:
Received information stating pt's mother believed pump had delivered too much insulin for the bolus as pt had low bg's.

Manufacturer narrative:
Further troubleshooting indicated settings used on pump were directly obtained from settings pt was using while on shots. Pt's settings were adjusted by her health care provider. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.